Event description:
It was reported that this right atrial (ra) lead exhibited lead dislodgement and the helix could not be extended when trying to reposition the lead. This ra lead was explanted, replaced with the same model and returned for analysis. No additional adverse patient effects were reported.